Event description:
The patient reported that his infusion device continued to beep and 2.0 and four dashes displayed on the infusion device screen. The patient stated that he was not aware of the power pack recall. He indicated that his supplier had not informed him about the recall. He also stated that the power pack from this supplier did not contain a catalog or lot number. The patient was made aware of the power pack recall during this trouble shooting call. The patient's blood glucose did elevate to over 600 mg/dl. The patient's wife helped him administer a bolus to counteract his elevated blood glucose. The patient's target blood glucose is 100 mg/dl. The patient had symptoms of exhaustion and a headache. The patient is blind, so his wife helped him remove and then insert a new power pack. After inserting a new power pack, the patient's infusion device started working properly. The product has been requested to be returned for evaluation.

Manufacturer narrative:
Recall.